Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, discomfort and excessive levels of chromium and cobalt after asr hip implant. Update (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(6) 2013. Update (B)(6) 2014 - amended litigation papers received. Doi and last name corrected. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2016 der received. The patient was revised to address acetabular loosening. There is no new information that would change the existing MDR decision. Complaint updated (B)(6) 2016. Update: (B)(6) 2016. Pfs and medical records received. After review of the medical records for MDR reportability, adding stem/sleeve due to the previously alleged elevated metal ion levels. No levels provided at the time of this review. The complaint was updated (B)(6) 2017.